Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had putting on new sensor and needle got stuck on her skin and it was still there and it was weird as well as it was never done this before. Customer blood glucose level was 290 mg/dl and 280 mg/dl. Customer troubleshooting was declined for high blood glucose level. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and a performed visual inspection and found sensor needle bent inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used.